Event description:
It was reported to hill-rom in 2009, that a patient fell from an envision e700. No more information was provided at this time. At about one month later, hill rom was informed that the patient's fall, allegedly resulted in a patient death.

Manufacturer narrative:
Hill-rom has contacted the account to complete it's investigation, including the name of the patient, the serial number of the bed involved, and the date of the event. Hill-rom will provide a follow-up report if the account provides the information above that was requested.